Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed to recover. A field service engineer rebooted the station and had the user recover the fridge to resolve the issue and no additional issues were reported. The device functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system, the refrigerator was unable to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.